Event description:
Subsequently after the initial report had already been filed, it was reported that there was no dissection and that xience skypoint drug-eluting stent (des) failed to cross due to anatomy (calcified lesion). A non-abbott des was used to complete the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a first obtuse marginal coronary artery. A 2.25x12mm xience skypoint drug-eluting stent delivery systme (sds) was advanced; however, a dissection occurred and the sds was unable to cross to the lesion. A 2.25x12mm non-abbott des was used to cover the dissection. There were no reported adverse patient sequela and no reported significant delay. No additional information was provided.